Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been working in a radio transmission tower. The pump shutdown unexpectedly and became unresponsive. There was no impact to the customer's blood glucose level. The customer was later able to turn the pump back on, reload the cartridge, and resume insulin delivery. However, the pump history was noted to be inaccurate.